Event description:
New information received notes the right ventricular lead was not dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up. During examination of the right ventricular (rv) lead, it was noted that there was inhibition of cardiac pacing due to intermittent loss of capture secondary to radiation. The physician performed isometrics and loss of cardiac pacing due to intermittent loss of capture was reproduced when the patient lifted left hand above the head. Further analysis after fluoroscopy revealed that the rv lead was dislodged and also rv lead had insulation anomaly near the clavicle due to radiation. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.